Event description:
Reportedly, during patient use, a "system error" and exception device alert" occurred and the patient's spo2 level dropped from 100% to 70%. The patient was manually ventilated and transferred to another ventilator. There was no further pt harm reported.

Manufacturer narrative:
(B)(4).